Event description:
It was reported that during a device change-out, externalized conductors were observed. The lead remains implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.